Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubble in the reservoir. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that they had air bubbles in reservoir and tubing. The customer was advised to change reservoir with every new catheter and monitor. The reservoir will not be returned for analysis.